Event description:
The customer reported that there was a bad contact in the mda digital image processing and the system did not x-ray. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep repaired the system and adjusted the digital image. The system operates as intended.